Event description:
Cause: pt suffered a secondary fall causing a break and angulation of the original fracture site including a break of the previously implanted im nail. This surgery was caused by a pt fall, therefore, no corrective action is indicated or could help prevent this type of situation from happening again. No indication of product defect.